Event description:
It was reported that at 154,205 joules of use and 23:49 minutes "during lasering the tip loosened and broke off inside the patient." The tip was "recovered by flushing with a bard ellik bladder evacuator." The procedure was completed utilizing a second fiber. There was no injury to patient reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the tip is attached to the fiber; the glass cap bevel edge and metal cap are not aligned; the glass cap can rotate independently of metal cap; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks, and mild contamination, likely biologic. Probable root cause: based on the device analysis, the product complaint "tip broke off" could not be confirmed; glue failure was observed; the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.